Manufacturer narrative:
(B)(4).

Event description:
(B)(4). Same patient as MFR report #: 2134265-2009-03854 and 2134265-2009-03852. It was reported that following a coronary drug eluting stenting treatment procedure, the patient presented with in stent restenosis. The index procedure treated two lesions. The first lesion was a de novo, type b2, 60% stenosed 3.7x45mm target lesion located in the proximal right coronary artery (rca). Treatment consisted of pre dilation with an unspecified 3x15mm balloon inflated to 16 atms and the placement of two overlapping taxus express2 study stents (3.0x24mm, 3.5x24mm) deployed at 12 and 16 atms. Ivus was performed confirming the stents were well apposed resulting in 0% residual stenosis. The second lesion was a de novo, type c, 75% stenosed 3.2x30mm target lesion located in the mid left anterior descending (lad) artery. Treatment consisted of pre dilation with an unspecified 3x15mm balloon inflated to 12 atms and the placement of a 3.0x32mm taxus express2 study stent deployed at 14 atms. Post dilation used a 3.5x15mm unspecified balloon inflated to 14 atms. Ivus was performed confirming the stent was well apposed resulting in 0% residual stenosis. The patient was discharged the next day on bayaspirin and plavix. At an unspecified date, the patient underwent a prolonged hospitalization for the event of in stent restenosis in the proximal lad. No additional information was available.

Manufacturer narrative:
Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B) (4).

Event description:
(B) (4). Same patient as MFR report #: 2134265-2009-03854 and 2134265-2009-03852. It was reported that following a coronary drug eluting stenting treatment procedure, the patient presented with in stent restenosis. The index procedure treated two lesions. The first lesion was a de novo, type b2, 60% stenosed 3.7x45mm target lesion located in the proximal right coronary artery (rca). Treatment consisted of pre dilation with an unspecified 3x15mm balloon inflated to 16 atms and the placement of two overlapping taxus express2 study stents (3.0x24mm, 3.5x24mm) deployed at 12 and 16 atms. Ivus was performed confirming the stents were well apposed resulting in 0% residual stenosis. The second lesion was a de novo, type c, 75% stenosed 3.2x30mm target lesion located in the mid left anterior descending (lad) artery. Treatment consisted of pre dilation with an unspecified 3x15mm balloon inflated to 12 atms and the placement of a 3.0x32mm taxus express2 study stent deployed at 14 atms. Post dilation used a 3.5x15mm unspecified balloon inflated to 14 atms. Ivus was performed confirming the stent was well apposed resulting in 0% residual stenosis. The patient was discharged the next day on bayaspirin and plavix. At an unspecified date, the patient underwent a prolonged hospitalization for the event of in stent restenosis in the proximal lad. No additional information was available.